Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to pump malposition the patient had his inflatable penile prosthesis (ipp) pump adjusted. No components were removed during this surgery and only an accessory kit was used. It was further reported that there was a pump malfunction and the physician adjusted the pump position to correct the problem.